Manufacturer narrative:
Based on calibration and qc data a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable troponin t hs stat (tnths stat) result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial tnths stat result from sample a was 975.0 pg/m with a data flag and was reported outside the laboratory to the doctor. A second sample, sample b, from the patient was tested and a tnths stat result of 23.66 pg/ml with a data flag was obtained. Sample a was retested twice with tnths stat results of 23.07 pg/ml with a data flag and 22.29 pg/ml with a data flag. Sample b was retested with a tnths stat result of 22.83 pg/ml with a data flag. There was no allegation of an adverse event. The tnths stat reagent lot was 345888 with an expiration date of dec-2019. The investigation is currently ongoing.